Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was not removing the blue plastic needle guard for three infusion sets leading to bent cannula event on (B)(6) 2025 and (B)(6) 2025. The event 1 occurred within three hours after insertion and event 2 and 3 ccurred within three hours of insertion. The insertion site was abdomen for all events. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 3.